Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported dark image displayed during a thoracic procedure involving an olympus video system center while patient was under sedation. The procedure was completed using with the same device. There was no patient injury reported.